Manufacturer narrative:
The unit powered up properly and there was no unexpected shut down. All operating currents were within specifications. The unit passed the self-test and displacement test. However, the unit alarmed motor error during the basic occlusion test due to a loose and protruded drive support disk. The prime test and occlusion test could not be tested for due to a motor error alarm. The unit had cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, a cracked case at the display window corners, a broken belt clip slot, a cracked lcd window, and a missing end cap sticker.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during manual prime. The blood glucose reading was 336 mg/dl. Customer reported the drive support cap was protruded. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.